Manufacturer narrative:
Events of increased gradient and aortic stenosis were reported. Morphological and histopathological examination revealed calcifications on all three leaflets. All three leaflets were immobilized due to the calcifications resulting in incomplete coaptation. Fibrous thickening was also observed on all three leaflets. Leaflets 2 and 3 contained fibrous pannus ingrowth on the inflow surface narrowing the inflow diameter. Leaflets 1 and 2 contained fibrous pannus ingrowth on the outflow surfaces. A tear was also observed in leaflet 3 at stent post 1. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, calcification is a known issue with tissue valves, and information from the field indicated that the valve had been implanted for approximately 10 years.

Event description:
On (B)(6) 2009, an aortic valve replacement was performed and a 25 mm trifecta valve was implanted. It was reported at the 7 year follow-up echo, on (B)(6) 2016, there was an increased gradient across the valve. It had previously been in the 10 to 13 mmhg range and increased to over 21 mmhg at follow up. This increased gradient was suggestive of microthrombi on the valve that resulted in limited cusp mobility. The patient's anticoagulation was changed from aspirin to coumadin. The valve remains implanted and the patient was reported to be in stable condition. On (B)(6) 2018, the patient was found to have severe aortic stenosis at ten year follow up. On (B)(6) 2018, the 25mm trifecta valve was explanted. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2009, an aortic valve replacement was performed and this 25 mm sjm trifecta valve was implanted. It was reported at the 7 year follow-up echo, on (B)(6) 2016, there was an increased gradient across the valve. It had previously been in the 10 to 13 mmhg range and increased to over 21 mmhg at this check. This increased gradient was suggestive of microthrombi on the valve that resulted in limited cusp mobility. The patient's anticoagulation was changed from aspirin to coumadin. The valve remains implanted and the patient was reported to be in stable condition. On (B)(6) 2018, the patient was found to have severe aortic stenosis at ten year follow up. On (B)(6) 2018, the 10-year-old 25mm trifecta valve was explanted. (Clinical study patient ID: (B)(6)).